Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. It was noted that the patient was in ventricular fibrillation (vf) and 6 shocks were delivered. The device undersensed some beats from the arrhythmia, which caused the device fall back into the ventricular tachycardia (vt) zone. The vt zone is programmed to have 6 shocks max and did not deliver a shock as therapy was exhausted for that zone. However, the device appropriately sensed the arrhythmia again and went back into the vf zone and the final shock was delivered. The arrhythmia was converted. The device was explanted due to therapy upgrade. No adverse patient effects were reported.